Event description:
It was reported that during device change out for normal eri, the lead could not be easily removed from the device header. Lead was successfully removed after multiple attempts.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).